Manufacturer narrative:
This event occurred in (B)(6). (B)(4).(B)(6).

Event description:
The customer stated that they received low results for an unspecified number of patient samples tested for ise sodium electrode (sodium) on a cobas c 111 (c111) analyzer. Potassium and chloride recovery was ok for these samples. The customer provided data for 18 patient samples with questionable sodium results. Of these, ten had erroneous sodium results. It was asked, but it is not known if the erroneous results were reported outside of the laboratory. All samples were initially tested on the c111 analyzer on (B)(6) 2017. The patient samples were repeated on an radiometer abl80 flex analyzer. The repeat results from the radiometer analyzer were considered to be plausible by the customer and these values matched former values of the patients. No adverse events were alleged to have occurred with the patients. The c111 analyzer is used for emergency cases and only 10 ise measurements per day are performed on average. Calibration and quality control recovery has been ok. The customer stated that she often has failed calibrations. The calibrator seen on the calibration printout of the c111 analyzer was expired, but it was confirmed that the customer did not update the information in the analyzer software. The c111 analyzer serial number was (B)(4). The field service engineer could not determine a cause. A calibration performed on the day of the event showed a significantly different slope when compared to the calibration performed on the next day. The calibration report from the date of the event also indicated that an old calibration prior to (B)(6) 2017 was used. Quality control recovery on (B)(6) 2017 was correct, but it could not be confirmed if controls were run before or after the (B)(6) 2017 calibration. The low sodium results in conjunction with a low daily sample throughput, points to an issue with electrode conditioning in the c111 analyzer. A specific root cause could not be determined based on the provided information. The issue may be related to the use of an old calibration. No further issues have been reported by the customer.